Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_cath, product type: catheter. (B)(4).

Event description:
Information was received from a consumer regarding a patient receiving dilaudid at an unknown concentration and dose via an implantable infusion pump. The indication for use was noted as non-malignant pain and failed back surgery syndrome. It was reported the patient's legs gave out on her because the pump was not working and she broke her wrist when she fell. It was later reported a dye study was done and it came out normal. It was noted there was no increase in the residual volume and the pump was not alarming. The cause of the event, intervention, and troubleshooting information was not provided and follow-up was being conducted to obtain this information. If additional information is received, a follow-up report will be sent.